Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation which was raw and bleeding under the lifevest. The patient reportedly had think skin and was on blood thinners. The patient was also bedridden and relied on nursing staff to move her. The patient's physician prescribed a cream which helped the area to improve.